Manufacturer narrative:
Calibration and controls were acceptable. There is no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer found a worn sample probe and kinked detergent rinse tubing. The sample probe was replaced and the tubing was adjusted. The rinse levels and gear pump pressure were checked. Precision studies were performed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The creatinine reagent lot number was 82512501, with an expiration date of 30-jun-2025. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the cobas integra creatinine plus ver.2 assay on a cobas 6000 c (501) module. The sample initially resulted in a creatinine value of 20.2 mg/dl with a data flag. A doctor questioned the initial result. The sample was repeated, resulting in a creatinine value of 1.1 mg/dl. The repeat value was deemed correct.